Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was displaying the very low fio2 (fraction of inspired oxygen) alarm. It was also observed that the device was delivering low fio2 levels. There were no reports of patient involvement associated with the reported issue.